Event description:
A customer reported a surgeon stripped the descemet's membrane of a patient during a procedure, while using a polymer I/a tip. The procedure was completed with the same equipment. Add'l info has been requested but none has been rec'd.

Manufacturer narrative:
No samples were returned for evaluation for "I/a tip stripped descemet's membrane". No lot number was identified with this complaint; therefore, a lot history review could not be conducted. The root cause for "I/a tip stripped descemet's membrane" cannot be determined from this evaluation due to no sample returned and no lot number identified. (B)(4).